Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of the incident and treated it with manual injection. The customer reported that insulin pump would not deliver because the cannula was bent upon insertion and the site of location was abdomen. Customer reported that they had issues with scarred tissue, hardened tissue or stretch marks when bent cannula occurred. The insulin pump will not be returned for analysis.